Event description:
It was reported that the patient reported to the office for follow up on another implant. While there, the patient complained of a loose implant crown at tooth site #3. The gold was loose and was removed and replaced.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.